Event description:
Spd, sterile processing department, technicians discovered presence of unknown foreign material inside four sterile packages of autosuture endo slide -single use knot pusher.each unit was from the same lot #, number and had just arrived from manufacturer. Foreign particle was observed through clear side of pouch.manufacturer has been contacted. Product is being returned to manufacturer for qc, quality control, review.